Event description:
The customer reported elevated troponin I (accutni) results, for multiple patients, involving access 2 immunoassay system. Subsequent testing on an alternate access system produced negative results. The elevated results were released out of the laboratory. Amended reports were issued. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse discovered aspirate probe #1 was not aspirating well and the reaction vessels (rv) were overflowing into the wash wheel. The fse discovered the peristaltic pump tubing was clogged causing the issues. The fse replaced the tubing and cleaned the wash wheel. The fse successfully performed system check and a 50-repetition precision test which passed within specifications. The unit conformed to the manufacturer's performance specifications.